Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733686, software version#: (B)(4). A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm 10, fdr 213, fdc 67 are applicable to the system checkout software logs have not yet been returned for analysis. Fdm 4114, fdr 3221, fdc 4315. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a lumbar fusion, there was an alleged inaccuracy. A spinous process clamp was used to attach the reference frame. The surgeon removed existing hardware and then took the first imaging system spin. The surgeon reports that following the spin, the navigation was showing an inaccuracy of approximately 1 cm deep when checking the anatomy. The site chose to take another spin which was able to be used and navigation was accurate for the remainder of the case. There was no impact on patient outcome and the procedure was delayed by less than one hour.